Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Other text : not available.

Event description:
A (B)(6) female presented to the elective clinic in december 2013 four months following a left thr. The left hip replacement (accolade/trident cobalt chromium on polyethylene size 3 femur 36mm head 50mm cup) was complicated by a sciatic nerve palsy which led to a fall and severe ankle sprain in the immediate post-operative period. At clinic, 4 months post-op, the patient continued to experience severe unremitting pain mainly in the lateral left thigh. The left hip was found to be 2cm long. An MRI demonstrated a fluid collection around the hip without tendinopathy or bursitis (oxford I)[6]. Inflammatory markers were normal (crp 1.1, esr 7). Metal ion levels were chromium 13.3, cobalt 10.3 nmol/l. Nerve conduction studies demonstrated compressive sciatic nerve palsy with signs of recovery. Following discussion with the patient the decision was made to proceed to revision in (B)(6) 2014.